Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at 0:00 on the countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that it does not turn on, but it is blocked on the initial screen. Review of the log file shows problem with the flex vision pc sw. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found defective flex vision pc, requested onsite support and instructed to replace the flexvision pc. To resolve the issue, philips field service engineer (fse) replaced the flex vision pc and reloaded software. The defective parts were returned for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.